Event description:
The 45 ethicon stapler was being used to staple across the appendix. The blue load fired without incident. The white load was placed on the stapler. Stapler would not fire or the stapler handle to close. The scrub tech assessed the staple placement and found it was placed correctly on the stapler. The stapler still would not fire. Another stapler was opened and fired without incident.